Event description:
Trach due to be changed. The cuff was deflated and the trach was removed from the stoma. Upon removing trach, immediately it was noticed that the entire cuff had come off the trach and was found lodged in the patient's stoma. The cuff was able to be removed from the stoma.